Event description:
It was reported that a user paired a dexcom g7 continuous glucose monitor (cgm) that showed paired in the dexcom app but the ilet displayed a pairing failed message; the ilet was restarted and, upon follow-up, the devices were successfully paired. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm-to-pump communication after restart. Customer support included education, troubleshooting by device restart, and follow-up verification of pairing status. Investigation of this case revealed a transient communication or pairing synchronization issue between the cgm and the ilet that resolved with device reboot, consistent with previously observed pairing anomalies without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary software or connectivity issue.